Event description:
On (B)(6) 2021 customer stated that this the second time I've had a positive on reader sn (B)(6) and then the verifying tests have come back negative. Customer state the first time was a few days ago and had to pay for a $300 pcr. Tech support advised to clean the reader with clorox® germicidal wipes or equivalent (0.55% sodium hypochlorite).

Manufacturer narrative:
Investigation conclusion: device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results.